Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the monitor did not display when the arctic sun device was power on. Per review of wo on 21feb2024, device was used on patient and no patient injury reported. Per follow up information received via email on 21feb2024, the device would be sent in for a bd-approved facility for evaluation. The issue and device were under investigation. Per follow up information received via email on 26feb2024, therapy was completed with other device (thermo guard).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the monitor did not display when the arctic sun device was power on. Per review of wo on (B)(6) 2024, device was used on patient and no patient injury reported. Per follow up information received via email on (B)(6) 2024, the device would be sent in for a bd-approved facility for evaluation, the issue and device were under investigation. Per follow up information received via email on (B)(6) 2024, therapy was completed with other device (thermo guard).